Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a ligation of gastric varices procedure performed on (B)(6) 2023. During the procedure, the bands were overlapped and could not be deployed. The procedure was completed with the same speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on may 16, 2023: it was noted that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5 and block e1 have been updated based on the additional information received on may 16, 2023.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had no bands attached and no problems were identified. There were six bands returned in a separate bag and were in good condition. The suture thread returned with seven knots. The returned trip wire was unsecured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing and six bands in a separate bag were in good condition and no problems were identified. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly leading to the inability to deploy the bands. Additionally, this device was also used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a ligation of gastric varices procedure performed on (B)(6) 2023. During the procedure, the bands were overlapped and could not be deployed. The procedure was completed with the same speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on may 16, 2023: it was noted that there was no difficulty experienced upon setting up the device. The procedure was completed with another speedband superview super 7.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during a ligation of gastric varices procedure performed on (B)(6) 2023. During the procedure, the bands were overlapped and could not be deployed. The procedure was completed with the same speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. No further information has been obtained despite good faith efforts.